Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release. Imdrf device code a150208 capture the reportable event of clip found in the suction channel.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a dissection colic procedure performed on (B)(6) 2023. During the procedure, when the clip was released, it got blocked by sheath. Despite the difficulties, the clip was successfully released from the catheter. It was noted that part of the clip was supposed to remain in the sheath was blocked in the working channel. The piece was recovered during the procedure because it was clogged in the suction channel, causing the suction to be hindered. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.